Event description:
It was reported that when the asymptomatic patient presented in-clinic, high pacing lead impedance was observed. Noise was present with isometrics. Rib clavicle crush damage was observed under fluoroscopy. The lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).